Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify its occurrence in the iabp¿s diagnostic error log. In addition, while testing the iabp, the fse found that the compressor pressure output was low and he was unable to adjust the regulator above 340 mmhg. To fix the issue, the fse replaced the compressor and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during testing performed by the customer the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no adverse event reported.